Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the patient¿s ureteral stent was being removed, the stent was severely calcified. Despite using a holmium laser, the stones could not be completely fragmented, and the stent could not be removed. Surgical intervention needed as further treatment will require transfer to another hospital for stent removal.

Event description:
It was reported that when the patient's ureteral stent was being removed, the stent was severely calcified. Despite using a holmium laser, the stones could not be completely fragmented, and the stent could not be removed. Surgical intervention needed as further treatment will require transfer to another hospital for stent removal.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned photo and video sample noted one opened (without original packaging), used ureteral stent. Visual inspection of the photo sample noted that the pieces of calcification from the ureteral stent. The video sample shows the stent unable to remove the stones due to calcification. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.